Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('excessive bleeding/heavy bleeding'), arthritis ('arthritis'), rotator cuff syndrome ('rotator cuff tear'), musculoskeletal pain ('shoulder pain') and pain in extremity ('hand pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, carpal tunnel syndrome and chronic cervicitis. Concomitant products included levothyroxine sodium (synthyroid) for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("continuous cramps/lower abdominal pain/abdominal cramps"), depression ("depression") and anxiety ("anxiety"). In 2014, the patient experienced musculoskeletal pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), rotator cuff syndrome (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), menstrual disorder ("menstrual issues"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and joint range of motion decreased ("limited range of motion"). The patient was treated with bupropion hydrochloride (wellbutrin), acromioplasty, clavicle resection, carpal tunnel release, required surgery, rotator cuff repair and surgery (vaginal hysterectomy with mccall¿s uterosacral ligament plication, bilateral salpingectomy, cysto 2). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, rotator cuff syndrome, musculoskeletal pain, pain in extremity, abdominal pain, uterine prolapse, menstrual disorder, rectocele, cystocele and stress urinary incontinence outcome was unknown, the genital haemorrhage, abdominal pain lower and joint range of motion decreased had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthritis, cystocele, depression, genital haemorrhage, joint range of motion decreased, menstrual disorder, musculoskeletal pain, pain in extremity, pelvic pain, rectocele, rotator cuff syndrome, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transobturator tape, and cystoscopy ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anxiety, depression and pelvic pain". Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received. Events¿ menstrual issues, shoulder pain, continuous cramps/lower abdominal pain/abdominal cramps, limited range of motion; depression, anxiety, arthritis and rotator cuff tear, hand pain¿ were added. Reporter, demographics, medical history, essure indication amended, essure removal date updated, concomitant/treatment medication were added. Event¿ genital bleeding¿ outcome was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), arthritis ('arthritis'), rotator cuff syndrome ('rotator cuff tear'), musculoskeletal pain ('shoulder pain') and pain in extremity ('hand pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included depression, anxiety, carpal tunnel syndrome and chronic cervicitis. Concomitant products included levothyroxine sodium (synthyroid) for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In march 2013, the patient experienced genital haemorrhage ("excessive bleeding/heavy bleeding"), musculoskeletal pain (seriousness criterion medically significant), abdominal pain lower ("continuous cramps/lower abdominal pain/abdominal cramps"), menstrual disorder ("menstrual issues") and joint range of motion decreased ("limited range of motion"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis (seriousness criterion medically significant), rotator cuff syndrome (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and arthralgia ("joint pain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with bupropion hydrochloride (wellbutrin), acromioplasty, clavicle resection, carpal tunnel release, required surgery, rotator cuff repair and surgery (vaginal hysterectomy with mccall¿s uterosacral ligament plication, bilateral salpingectomy, cysto 2). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, rotator cuff syndrome, musculoskeletal pain, pain in extremity, abdominal pain, uterine prolapse, menstrual disorder, rectocele, cystocele, stress urinary incontinence and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, abdominal pain lower, joint range of motion decreased and arthralgia had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, cystocele, depression, genital haemorrhage, joint range of motion decreased, menstrual disorder, musculoskeletal pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rectocele, rotator cuff syndrome, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transactivator tape, and cystoscopy ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anxiety, depression and pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), arthritis ('arthritis'), rotator cuff syndrome ('rotator cuff tear'), musculoskeletal pain ('shoulder pain') and pain in extremity ('hand pain') in a 38-year-old female patient who had essure (batch no. 58671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included depression, anxiety, carpal tunnel syndrome and chronic cervicitis. Concomitant products included lisinopril since 2003 for hypertension and levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding/heavy bleeding"), musculoskeletal pain (seriousness criterion medically significant), abdominal pain lower ("continuous cramps/lower abdominal pain/abdominal cramps"), menstrual disorder ("menstrual issues") and joint range of motion decreased ("limited range of motion"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis (seriousness criterion medically significant), rotator cuff syndrome (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and arthralgia ("joint pain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with bupropion hydrochloride (wellbutrin), acromioplasty, clavicle resection, carpal tunnel release, required surgery, rotator cuff repair and surgery (vaginal hysterectomy with mccall¿s uterosacral ligament plication, bilateral salpingectomy, cysto 2). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, rotator cuff syndrome, musculoskeletal pain, pain in extremity, abdominal pain, uterine prolapse, menstrual disorder, rectocele, cystocele, stress urinary incontinence and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, abdominal pain lower, joint range of motion decreased and arthralgia had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, cystocele, depression, genital haemorrhage, joint range of motion decreased, menstrual disorder, musculoskeletal pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rectocele, rotator cuff syndrome, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transobturator tape, and cystoscopy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anxiety, depression and pelvic pain". Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet and medical record received. Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), arthritis ('arthritis'), rotator cuff syndrome ('rotator cuff tear'), musculoskeletal pain ('shoulder pain') and pain in extremity ('hand pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included depression, anxiety, carpal tunnel syndrome and chronic cervicitis. Concomitant products included levothyroxine sodium (synthyroid) for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding/heavy bleeding"), musculoskeletal pain (seriousness criterion medically significant), abdominal pain lower ("continuous cramps/lower abdominal pain/abdominal cramps"), menstrual disorder ("menstrual issues") and joint range of motion decreased ("limited range of motion"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis (seriousness criterion medically significant), rotator cuff syndrome (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and arthralgia ("joint pain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with bupropion hydrochloride (wellbutrin), acromioplasty, clavicle resection, carpal tunnel release, required surgery, rotator cuff repair and surgery (vaginal hysterectomy with mccall¿s uterosacral ligament plication, bilateral salpingectomy, cysto 2). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, rotator cuff syndrome, musculoskeletal pain, pain in extremity, abdominal pain, uterine prolapse, menstrual disorder, rectocele, cystocele, stress urinary incontinence and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, abdominal pain lower, joint range of motion decreased and arthralgia had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, cystocele, depression, genital haemorrhage, joint range of motion decreased, menstrual disorder, musculoskeletal pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rectocele, rotator cuff syndrome, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transobturator tape, and cystoscopy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anxiety, depression and pelvic pain". Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs received. New event pregnancy with contraceptive device, device ineffective, joint pain added. Onset dates for events updated. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. 58671- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included depression, anxiety, carpal tunnel syndrome and chronic cervicitis. Concomitant products included lisinopril since 2003 for hypertension and levothyroxine sodium (synthyroid) for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding/heavy bleeding"), musculoskeletal pain ("shoulder pain"), abdominal pain lower ("continuous cramps/lower abdominal pain/abdominal cramps"), menstrual disorder ("menstrual issues") and joint range of motion decreased ("limited range of motion"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), rotator cuff syndrome ("rotator cuff tear"), pain in extremity ("hand pain"), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and arthralgia ("joint pain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with bupropion hydrochloride (wellbutrin), acromioplasty, clavicle resection, carpal tunnel release, required surgery, rotator cuff repair and surgery (vaginal hysterectomy with mccall¿s uterosacral ligament plication, bilateral salpingectomy, cysto 2). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, rotator cuff syndrome, musculoskeletal pain, pain in extremity, abdominal pain, uterine prolapse, menstrual disorder, rectocele, cystocele, stress urinary incontinence and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, abdominal pain lower, joint range of motion decreased and arthralgia had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, cystocele, depression, genital haemorrhage, joint range of motion decreased, menstrual disorder, musculoskeletal pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rectocele, rotator cuff syndrome, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transobturator tape, and cystoscopy ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anxiety, depression and pelvic pain". Lot number ( 58671 ) is not valid most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain.') And genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine prolapse ("uterine prolapse"), rectocele ("uterine rectocele"), cystocele ("cystocele"), stress urinary incontinence ("stress incontinence") and abdominal pain ("abdominal pain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine prolapse, rectocele, cystocele, stress urinary incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystocele, genital haemorrhage, pelvic pain, rectocele, stress urinary incontinence and uterine prolapse to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent uterosacral ligament plication, left ovarian cystectomy, mccall¿s culdoplasty, anterior colporrhaphy, paravaginal repair, vaginal urethrolysis, transobturator tape, and cystoscopy. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.